Event description:
It was reported that there was a discrepancy between set and measured values of o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The reported o2 concentration issue has been confirmed during evaluation of received problem description and service report. Device log files were not provided. Our field service engineer (fse) was on site to investigate the reported issue.the issue could not been reproduced. The ventilator passed several pre-use checks as well as functional and safety tests and was returned and cleared for clinical use.since the issue could not been reproduced, the root cause of the reported event could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-I - corrected brand name: servo-I base unit d4 ¿ version or model #: - previous version or model #: servo-I - corrected version or model #: 6487800 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref #: (B)(4).